Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental") and hot flush ("other: hot flashes"). The patient was treated with surgery (on (B)(6) 2016: hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, genital haemorrhage, nausea, headache, fatigue, alopecia, tooth disorder and hot flush outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: pain: abdominal, back, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),bleeding: general abnormal bleeding, other injuries/symptoms: nausea, headaches, fatigue, hair loss, dental, hot flashes. Reporter's information was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental"), hot flush ("other: hot flashes"), scar ("scarring in my abdomen") and gastrointestinal disorder ("my coils jacked up my digestive system") and was found to have vitamin b12 decreased ("my b12 it was dangerously low") with vitamin b12 deficiency. The patient was treated with surgery (on (B)(6) 2016: hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, genital haemorrhage, nausea, headache, fatigue, alopecia, tooth disorder, hot flush, scar and gastrointestinal disorder outcome was unknown and the vitamin b12 decreased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, nausea, pelvic pain, scar, tooth disorder and vitamin b12 decreased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries were reported in this case, the following ones were confirmed via social media: device dislocation, vitamin b12 decreased, vitamin b12 deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new events my b12 it was dangerously low, the issue is with vitamin absorption and my coils jacked up my digestive system were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), pelvic abscess ('pelvic abscesses'), abdominal abscess ('abscess, abdomen'), genital haemorrhage ('general abnormal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: 1. Dilated proximal and mid small bowel loops, with decompressed distal small bowel. Findings are suggestive of moderate grade distal small bowel obstruction, possibly adhesions from prior abdominal 2. Prior appendectomy. 3. Small amount of ascites fluid. 4. 2.3 x 1.7 cm left adnexal cyst. This could also be a potential source of left-sided symptoms. Concurrent conditions included ruptured appendix, joint pain, stiffness, dry eyes, dry mouth, bladder pain, irritable bowel syndrome, hypopotassemia, myalgia, myositis, asthma, vomiting, soft stools, urinary tract infection, intra-abdominal abscess, gastroenteritis, appendicitis perforated, epigastric discomfort, drug allergy, sulfonamide allergy, chronic diarrhea, adnexa uteri cyst, bile acid malabsorption, ascites, thyroiditis, corpus luteum cyst, endometriosis of pelvic peritoneum, endometriosis of ovary, adhesion and hot flashes. Concomitant products included estradiol (estrogen) since (B)(6) 2016, gabapentin since (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), ondansetron (zofran melt), oxycodone hydrochloride;paracetamol (percocet), progesterone (progestin) since (B)(6)2016 and tramadol since 2014. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced tooth disorder (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6)2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), hot flush ("other: hot flashes"), scar ("scarring in my abdomen"), gastrointestinal disorder ("my coils jacked up my digestive system"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain") and was found to have vitamin b12 decreased ("my b12 it was dangerously low") with vitamin b12 deficiency. The patient was treated with 4 root canal and 4 crowns and surgery (drainage of intraabdominal and pelvic abscesses and on (B)(6)2016: hyst. (Full),salping(bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, nausea, fatigue, alopecia, tooth disorder, vitamin b12 decreased, allergy to metals, vulvovaginal pain and arthralgia had resolved and the pelvic abscess, abdominal abscess, genital haemorrhage, headache, hot flush, scar and gastrointestinal disorder outcome was unknown. The reporter considered abdominal abscess, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, nausea, pelvic abscess, pelvic pain, scar, tooth disorder, vitamin b12 decreased and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Discrepancy noted: date(s) of insertion: (B)(6)2010. Discrepancy noted: date(s) of insertion: (B)(6)2010. Trailing coils- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: result: total bilateral occlusion.the hsg confirmed total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6)2016: uterus, cervix, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: secretory endometrium, cervix with reactive changes. Ovaries with follicular cysts and corpus luteum. Fallopian tubes with no diagnostic abnormality. Serosal adhesions. Concerning the injuries were reported in this case, the following ones were confirmed via social media: gastrointestinal disorder, vitamin b12 decreased, vitamin b12 deficiency. Concerning the injuries were reported in this case, the following ones were confirmed in patient medical record: fibromyalgia, nausea, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following oes were described in patient¿s medical records: pelvic abscess and abdominal abscess most recent follow-up information incorporated above includes: on 5-oct-2020: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), pelvic abscess ('pelvic abscesses'), abdominal abscess ('abscess, abdomen'), genital haemorrhage ('general abnormal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: 1. Dilated proximal and mid small bowel loops, with decompressed distal small bowel. Findings are suggestive of moderate grade distal small bowel obstruction, possibly adhesions from prior abdominal. 2. Prior appendectomy. 3. Small amount of ascites fluid. 4. 2.3 x 1.7 cm left adnexal cyst. This could also be a potential source of left-sided symptoms. Concurrent conditions included ruptured appendix, joint pain, stiffness, dry eyes, dry mouth, bladder pain, irritable bowel syndrome, hypopotassemia, myalgia, myositis, asthma, vomiting, soft stools, urinary tract infection, intra-abdominal abscess, gastroenteritis, appendicitis perforated, epigastric discomfort, drug allergy, sulfonamide allergy, chronic diarrhea, adnexa uteri cyst, bile acid malabsorption, ascites, thyroiditis, corpus luteum cyst, endometriosis of pelvic peritoneum, endometriosis of ovary, adhesion and hot flashes. Concomitant products included estradiol (estrogen) since (B)(6) 2016, gabapentin since (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), ondansetron (zofran melt), oxycodone hydrochloride;paracetamol (percocet), progesterone (progestin) since (B)(6) 2016 and tramadol since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced tooth disorder (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), hot flush ("other: hot flashes"), scar ("scarring in my abdomen"), gastrointestinal disorder ("my coils jacked up my digestive system"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain") and was found to have vitamin b12 decreased ("my b12 it was dangerously low") with vitamin b12 deficiency. The patient was treated with 4 root canal and 4 crowns and surgery (drainage of intraabdominal and pelvic abscesses and on (B)(6) 2016: hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, nausea, fatigue, alopecia, tooth disorder, vitamin b12 decreased, allergy to metals, vulvovaginal pain and arthralgia had resolved and the pelvic abscess, abdominal abscess, genital haemorrhage, headache, hot flush, scar and gastrointestinal disorder outcome was unknown. The reporter considered abdominal abscess, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, nausea, pelvic abscess, pelvic pain, scar, tooth disorder, vitamin b12 decreased and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Trailing coils- right-4, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. The hsg confirmed total bilateral occlusion. Imaging procedure - on an unknown date: unknown.. Pathology test - on (B)(6) 2016: uterus, cervix, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: secretory endometrium cervix with reactive changes. Ovaries with follicular cysts and corpus luteum. Fallopian tubes with no diagnostic abnormality. Serosal adhesions.. Concerning the injuries were reported in this case, the following ones were confirmed via social media: gastrointestinal disorder, vitamin b12 decreased, vitamin b12 deficiency. Concerning the injuries were reported in this case, the following ones were confirmed in patient medical record: fibromyalgia, nausea, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following oes were described in patient¿s medical records: pelvic abscess and abdominal abscess . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), pelvic abscess ('pelvic abscesses'), abdominal abscess ('abscess, abdomen') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: impression: 1. Dilated proximal and mid small bowel loops, with decompressed distal small bowel. Findings are suggestive of moderate grade distal small bowel obstruction, possibly adhesions from prior abdominal 2. Prior appendectomy. 3. Small amount of ascites fluid. 4. 2.3 x 1.7 cm left adnexal cyst. This could also be a potential source of left-sided symptoms. Concurrent conditions included ruptured appendix, joint pain, stiffness, dry eyes, dry mouth, bladder pain, irritable bowel syndrome, hypopotassemia, myalgia, myositis, asthma, vomiting, soft stools, urinary tract infection, intra-abdominal abscess, gastroenteritis, appendicitis perforated, epigastric discomfort, drug allergy, sulfonamide allergy, chronic diarrhea, adnexa uteri cyst, bile acid malabsorption, ascites, thyroiditis, corpus luteum cyst, endometriosis of pelvic peritoneum, endometriosis of ovary, adhesion and hot flashes. Concomitant products included estradiol (estrogen) since (B)(6) 2016, gabapentin since (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), ondansetron (zofran melt), oxycodone hydrochloride;paracetamol (percocet), progesterone (progestin) since (B)(6) 2016 and tramadol since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), tooth disorder ("dental problems"), hot flush ("other: hot flashes"), scar ("scarring in my abdomen"), gastrointestinal disorder ("my coils jacked up my digestive system"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain") and was found to have vitamin b12 decreased ("my b12 it was dangerously low") with vitamin b12 deficiency. The patient was treated with surgery (drainage of intraabdominal and pelvic abscesses and on (B)(6) 2016: hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, nausea, fatigue, alopecia, tooth disorder, vitamin b12 decreased, allergy to metals, vulvovaginal pain and arthralgia had resolved and the pelvic abscess, abdominal abscess, genital haemorrhage, headache, hot flush, scar and gastrointestinal disorder outcome was unknown. The reporter considered abdominal abscess, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, nausea, pelvic abscess, pelvic pain, scar, tooth disorder, vitamin b12 decreased and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptoms. Discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. The hsg confirmed total bilateral occlusion. Imaging procedure - on an unknown date: unknown.. Pathology test - on (B)(6) 2016: uterus, cervix, fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: -secretory endometrium. -cervix with reactive changes. -ovaries with follicular cysts and corpus luteum. -fallopian tubes with no diagnostic abnormality. -serosal adhesions. Concerning the injuries were reported in this case, the following ones were confirmed via social media: gastrointestinal disorder, vitamin b12 decreased, vitamin b12 deficiency. Concerning the injuries were reported in this case, the following ones were confirmed in patient medical record: fibromyalgia, nausea, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following oes were described in patient¿s medical records: pelvic abscess and abdominal abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs+mr received. New events: autoimmune disorder type of disorder: fibromyalgia, nickel allergy, vaginal pain, hip pain, pelvic abscess, abdominal abscess were added. New reporter and plaintiffs information added. Concomitant conditions and drugs added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.